Manufacturer narrative:
Electrode replaced.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electric shock at gym while doing plank. Upon review, it was noted that the treated episodes showed myopotential noise oversensing. High shock impedance measurements was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the electrode was explanted and replaced, while the s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electric shock at gym while doing plank. Upon review, it was noted that the treated episodes showed myopotential noise oversensing. High shock impedance measurements was also observed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. Currently, the s-ICD system remains in service.